Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence and muscle atrophy, it was reported that the patient has a history of radiation. The aus was explanted. There were no additional patient complications reported.